Manufacturer narrative:
(B)(4). Evaluation summary: the device was received for evaluation. Visual inspection and functional leak testing revealed a leak coming from the welded area of the volume indicator port. The reported condition was confirmed. A batch review will be performed. If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted.

Event description:
It was reported that a half day infusor was leaking from an unknown location. It was not specified when in the process this occurred; however, the reporter stated that there was no patient involvement. No additional information is available.